Event description:
It was reported that the ventricular lead exhibited 2039 ohms impedance in the bipolar configuration. The physician programmed long delays to allow for intrinsic r-waves to come through. Capture thresholds were 2.8 v and the output was set at 5 v amplitude and a 0.4 ms pulse width. The patient was paced in the ventricle one percent of the time. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.